Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, cracked reservoir tube and a missing end cap sticker.